Event description:
Customer called to request assistance with air bubbles. The customer stated that she was hospitalized for high blood glucose. The current blood glucose reading is 229 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.